Manufacturer narrative:
Batch review performed on 28 september 2022: lot 184222: (B)(4) items manufactured and released on 26-jul-2018. Expiration date: 2023-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Primary surgery was performed on (B)(6) 2016. On (B)(6) 2019, the patient came in complaining of instability due to laxity and the cause of the laxity is unknown. The surgeon revised the gmk tibial tray, tibial insert, and femoral component and converted it to a sphere knee. The surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in reporting instability due to laxity and the cause of the laxity is unknown. The surgeon revised the liner with a higher one and the surgery was completed successfully.